Manufacturer narrative:
The product was not returned to the manufacturer at the date of this present report, the investigation is then not completed. A medwatch follow up will be submitted when the investigation is completed.

Event description:
It has been reported that prior to surgery, the double trigger handpiece started to run after the operating room assistant plugged the battery in and without pressing the triggers. No patient harm or injury has been reported. No surgery delay has been reported.